Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was unable to charge the ipg. It was noted that the event started after the patient had a non-device related back surgery for a fusion and the ipg might have been moved too deep or flipped during the surgery. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that while the patient was revised, the physician discovered that the patient had an infection at the pocket site. The physician felt that the infection was a result from a previous fusion that the patient had. The patient was prescribed antibiotics and underwent an explant procedure. The patient was reportedly doing well postoperatively. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4); description: infinion1x16 perc lead kit-50cm, model #: sc-3400-30, serial #: (B)(4); description: infinion splitter 2x8 kit (30cm) model #: sc-4316, lot #: 17009458; description: next generation anchor kit-sterile, model #: fb-201-01, lot #: 16699400; description: fixate double pack. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge the ipg. It was noted that the event started after the patient had a non-device related back surgery for a fusion and the ipg might have been moved too deep or flipped during the surgery. The patient will undergo an ipg revision procedure.